Event description:
It was reported that oversensing on the atrial channel was observed. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.